Event description:
Allegedly the patient was revised due to mom complications (right).

Manufacturer narrative:
The investigation is not complete. The supplement will be filed upon completion of the investigation. The trends will be evaluated. This is the same event as 3010536692-2014-01388, 01544, and 01545.